Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous low sodium (na) results on patient samples generated by the unicel dxc 800 pro synchron chemistry analyzer. The erroneous results were reported out of the laboratory. The samples were repeated and higher results were obtained. Nine reports were amended. Two of the reports were within the precision of the assay and are not included in the results. Patient treatment was not initiated or withheld based upon the false results reported.

Manufacturer narrative:
The qc prior to the event was within lab-established ranges. Qc after the event was low. Upon service follow up, the customer reported that maintenance had resolved the issue a bci field service engineer (fse) visited and verified instrument performance.